Event description:
Implant loss due to broken abutment screw (stucked in the implant) primary stability was achieved, implant was completely covered with bone, no thread tap used (2024_1079, 2024_1080 and 2024_1081 are same patient)